Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6, type of investigation, investigation findings, investigation, conclusions, h11. Corrected field d4 expiry date, UDI number, h4. When using the ymt30r01, the included sheath was resisted and could not be passed through. Even when changing the sheath, the balloon wrapping had come undone and it could not be inserted. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit.

Event description:
It was reported that the yamato plus r intra aortic balloon (iab) had difficulty with balloon catheter insertion due to resistance when using the supplied sheath. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (event site address): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).